Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported implant was removed due to fracture.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Product evaluation: one osseotite xp® implant 4/5 x 10mm (os4510) was returned for investigation. Visual evaluation of the as returned product identified that the devices was fractured; there was also bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the devices were fractured. Pre-existing condition noted on the per is bruxism. The reported device had been placed on tooth 15 (universal) for approximately 14 years. Picture image was provided and fracture was confirmed. Biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019. Per the applicable IFU, it is stated that breakage may occur when device is loaded beyond its functional capability. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. The DHR was not available electronically for the subject lot number (494195) thus could not be further reviewed at the time of the investigation. A notification/request has been sent to manufacturing to pull the DHR for review. The pce will be reopened and updated if there is any indication of non-conformance, or any possible manufacturing issue related to the reported event. Since the DHR was not available, a search in the non- conformance database (tipqa) was conducted with the lot numbers to discover any non-conformances related to the reported event and subject lot numbers. No non-conformances were found for the subject lot numbers. Complaint history review was completed for the subject lot number (494195). No other complaints about nonconforming products were identified. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products.therefore, based on the available information, device malfunction did occur and the reported event was confirmed following picture evaluation.